Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-47952. It was reported a patient presented for an implant procedure on (B)(6) 2023. After the procedure the patient lost consciousness and passed away due to pericardial tamponade.